Event description:
A customer reported he obtained erratic readings on blood glucose meter within 10 minutes. Results of 155 mg/dl, 189 mg/dl, 113 mg/dl, 102 mg/dl, 161 mg/dl, 429 mg/dl and 255 mg/dl were plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Additionally, the customer reported he experienced lightheadedness as a result of receiving the reported readings. No third-party medical intervention was required. The customer reportedly took unknown tablets to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.